Event description:
It was reported that the patient who was implanted with the reaciv8 could not activate the device. The therapy manager troubleshot the device and identified electrode 7 of the right stimulation lead was out-of-range. Reprogramming the device resolved the issue. A few weeks later, the patient reported being unable to use the device again. A scheduled revision surgery was performed on (B)(6) 2022, to replace the right stimulation lead. The revision surgery was successful, with no report of patient harm or injury.

Manufacturer narrative:
Mml attempted to retrieve the device but was unsuccessful due to hospital policy. Mml reference #: (B)(4).